Manufacturer narrative:
"Initial reporter facility name: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed."

Event description:
It was reported that a syringe 3ml ll 200 s/c was found to be damaged and was unable to contain during use. The following was reported by the initial reporter: "vaccine preparation at mass vaccine clinic westener. Injecting normal saline for reconstitution into (B)(6) vaccine vial. 3 ml syringe cracked unable to determine how much dilute was actually injected into vial."